Manufacturer narrative:
Unit was received from the field for eval. Refer to eval # (B)(4) - handpiece primed and cut properly. Marks on connector key indicate the connector cord may have been plugged in incorrectly. The stated cause of the issue is only an assignable cause and cannot be verified. The DHR for microtip lot 17013-02 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. There were (B)(4) units released from lot 17013-02. A review of lot history showed that there were (B)(4) reported microtip unit failures from this lot. Lot 17013-02 has a failure rate of (B)(4).

Event description:
During priming, collection bag nearly filled completely and microtip would not work.